Manufacturer narrative:
The t:slim g4 user guide states, " do not use any other insulin with your system other than u100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent episodes of low blood glucose between 20-40 (mg/dl) since beginning pump therapy. Reportedly, customer uses apidra insulin in cartridge. Customer was reminded that apidra is not indicated for use with tandem products. Glucagon was administered to treat low bg level.